Manufacturer narrative:
D9: date returned to mfg 1/9/2024 one device was returned for evaluation. Visual inspection revealed the rear housing damaged (upper left edge) and the downstream occlusion (dso) worn. The event history log showed error code 1670 in device information. Functional testing could not replicate the reported issue; no issues were found with the device delivery rate. The pump was found to be functioning properly and delivering within specification. The root cause was unknown. If wanted by the customer, the valves and expulsor were to be replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3, g4, d4: UDI unknown. (B)(6). H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device's delivery rate was too low.there was unknown patient involvement.